Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/6/2015 with the following findings: device evaluation: on investigation, the keypad was found to be intact without damage. Investigation did not confirm the alleged keypad damage of ¿thinning keypad¿. On testing all the keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a button/keypad (damaged keypad) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
MFR narrative corrected to more accurate description of investigation. Alert date corrected to reflect the date the investigation was completed.